Event description:
I really hope I'm wrong, but I believe this may be the biggest safety issue I've encountered in my 2 years as medication safety officer at hospital. We are days away from going live with an electronic health record, epic. During training/preparation I had the following realization: the units listed as the "admin amount" on the mar do not match the units used to program the smart IV infusion pump on several high alert meds. (I also do the drug library pump programming). The mar displays an "ordered dose", "admin amount"; and "ordered infusion rate". The library has been set up to match the units medications are ordered in, so the extraneous info is not needed to program the pump and introduces the possibility of error or could discourage use of the drug library. I created a couple of documents with examples and explanations. I've been told that this is not an issue and has not caused any problems in other ssm hospitals already on epic. It is true that limits in the pump or alerts documenting administration will prevent this some of the time, but there are cases where the error could get by with out an alert at all. Also I am not sure about relying on alerts (many of which can be overridden) to prevent the error when the real problem is having this extra info on the (B)(6). After finding an actual error where this happened, I was able to get 2 custom entries for my hospitals which will not display the "admin amount" epinephrine and norepinephrine because our pumps are in mcg/kg/min and the admin amount is in mcg/min. Please review and provide your opinion. The attached documents explain in more detail. Analysis - executive summary of potential failure modes: the "admin amount" and "ordered infusion rate" are not necessary to program the infusion pump. The pump units are set to the "prescribed dose." The unneeded/extraneous info could create confusion and introduce the possibility of error. This process is not error proofed to the degree potentially possible. The likelihood and severity of error reaching the pt is dependent on several factors: medication involved, units set up in the pump by the drug library at each ssm hosp, units that appear in the "admin amount" (mg/min or mcg/min in examples above), normal dosing range on individual medications, whether the overlap in numeric values in different units occurs at initiation rates or upper dosing ranges, concentration of individual medications and limits on individual medication set in the drug library at each ssm hosp. Displaying the infusion rate (ml/hour) could discourage use of the drug library and bypass important safe guards. In the case of a physician ordering medications at the bedside (where mar may not be consulted) the units in the drug library should be the same as the units medications are ordered in. This also allows for setting up limits to prevent programming errors. Ismp, (B)(6). (B)(4).